Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and healthcare provider about a catheter used for an intrathecal drug trial with an unknown drug with an indication for use of spinal pain. It was reported that when the patient was sick during her trial in (B)(6) 2014. She was sick because the health care provider (hcp) was reportedly extremely arrogant and didn't listen when the patient said she had a spinal leak and had "the worst headache for the weekend." It was noted the trial itself was great but that she had a spinal leak on a friday and the hcp "refused anything" until monday. Additional information received from the consumer reported that the patient was still having concerns regarding their device or therapy but was working with their doctor or the manufacturer's representative with a noted appointment date on (B)(6) 2014. It was noted that the patient's manufacturer's representative was "so awesome and helpful." Additional information received from the healthcare provider on (B)(6) 2015 indicated that the patient experienced spinal headache. The cause was removal of the trial intrathecal catheter. A blood patch was done on (B)(6) 2014. It was noted that this was a normal occurrence during an intrathecal trial when the catheter is removed. The issue had been resolved. Information regarding the drugs being delivered during the trial was not reported, but it was reported that fentanyl (2000 mcg/ml at 700 mcg per day) and bupivacaine (7 mg/ml at 20 mg per day) were being delivered by the pump with no start date of therapy reported. It is not known if these drugs were also present during the trial. No other medications being used or patient medical history was reported. The event date and diagnostic evidence used to identify the event were not reported.